Manufacturer narrative:
UDI (B)(4). Sample was received for evaluation. The valve was visually inspected and the needle holes in the needle chamber were noted. The valve was hydrated and tested for programming, the valve passed the test. The valve was flushed and was found to not be occluded. The valve passed the leak test. The catheter was irrigated and no occlusions noted. The valve was reflux tested and the valve passed the test. There was no product problem therefore no root cause could be determined. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI (B)(4). The device was returned for evaluation. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: needle holes in the needle chamber were noted. The valve was flushed; no occlusion was noted. The valve was leak tested; no leaks noted. The catheter was irrigated, no occlusions noted. The valve was reflux tested and passed. The valve was then pressure tested and passed. A review of manufacturing records found no discrepancies when the device was released. Based on the resutls of the investigation, the reported issue could not be confirmed. The device functioned as intented. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. .

Manufacturer narrative:
(B)(4). The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve was implanted via vp. The doi and its initial setting was unknown. It was reported that during marrow liquid sampling, debris contamination into the cerebrospinal fluid occurred, therefore a revision surgery was performed. The surgeon encountered resistance felt during marrow liquid sampling and debris contamination occurred. It was requested to investigate if the valve was obstructed or not. The patient has been recovered. Csf protein level was unknown. No further information was provided by hospital. The product will be returned to your site.